Event description:
On november 5, 2004 the patient contacted lifescan alleging that his one touch ultra meter was set to the incorrect unit of measurement. The meter was set to "mmol/l", instead of "mg/dl". The patient visited his physician's office due to recognizing a decimal point and the physician changed his diabetes medication. The patient neither alleged harm nor experienced injury. The customer care representative confirmed that the meter was previously set to the correct unit of measurement and that the patient had not recently changed the unit of measurement in the meter settings. Based on the information available, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.